Event description:
Boston scientific crm received information that during a device change out procedure two coils on this subcutaneous array lead were noted to be fractured under fluoroscopy. The array was removed from the shock configuration.

Manufacturer narrative:
As this lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.